Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
On 13-jan-2023, mentor received additional information about the identity of the suspect medical device. It is a mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, lot #1003489, UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted. On 23-jan-2023, the mentor failure analysis lab received the device for evaluation. On 27-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-nov-2022, mentor received additional information about the event: - the implantation date was in 2000. - the patient underwent a breast augmentation revision procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).